Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during bone removal in a cori assisted tka surgery, the real intelligence robotic drill guard was spinning loosely and the barb broke off of the guard. No pieces fell inside the patient and the barb was retrieved. The procedure was finished with a smith and nephew back up device without significant delays. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that during bone removal in a cori assisted tka surgery, the real intelligence robotic drill guard was spinning loosely and the barb broke off of the guard. No pieces fell inside the patient and the barb was retrieved. The procedure was finished with a smith and nephew back up device without significant delays. The patient was not harmed due to the reported problem. Since no broken pieces fell inside the patient and the barb was retrieved, the reassessment determined that the issue does not meet the threshold for reporting; and therefore, it is a non-reportable event. Moreover, in other scenarios in which the barb has fallen inside the patient, it can be easily retrieved as a whole piece by the surgeons' hands or tweezers and irrigation of the wound is performed as a caution. Also, the procedures can be continued with the same faulty device, without suction, with manual suction or with a back-up when available. Thus, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury. If further details are provided, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.